Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. The cannula was also found to be bent. It could not be confirmed if the customer received the sensor in said condition due to it being returned opened and used.

Event description:
It was reported that customer received a sensor error and a lost sensor. It was reported that insulin pump was not communicating with transmitter. During troubleshooting, it was found that sensor cannula was damaged. Customer's blood glucose was 10 mmol/l. Troubleshooting could not continue as customer changed sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.